Event description:
Initially, it was reported that the patient was referred for generator and lead replacement surgery for an unknown reason. Review of device programming history identified that high impedance was observed on (B)(6) 2013. Since it was reported in (B)(6) 2013 that the patient was referred for surgery this is the likely reason for the surgery. Further follow-up revealed that the patient was doing well with just medications so the mother wanted to wait on device replacement. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.